Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented to the hospital on (B)(6) 2018. It was confirmed via chest x-ray that the left ventricular lead had dislodged. The lead was extracted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.